Manufacturer narrative:
D9: product received date 19-sep-2024. H3: one device was returned for repair. Visual evaluation found damaged downstream occlusion (dso) seal. No service history was found. Event history found alarm for battery depletion. Unable to confirm customer complaint by performing visual and functional tests. Device does power on with ac power and batteries. Upon further inspection, confirmed that the battery compartment door is cracked, and dso seal is damaged. Replaced battery compartment door and dso seal. Device passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a ripped dso. There was no patient involvement.